Manufacturer narrative:
Concomitant product(s): product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the desktop charger (dtc) connector pin broke off inside the ins recharger (insr). The patient stated they need a replacement because the ins was dead. A replacement dtc was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the replacement desktop charger resolved the dead ins. No patient complications were reported as a result of this event.